Manufacturer narrative:
This event has been recorded by zimmer biomet (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that there was an incomplete mesh. This occurred during meshing on previously recovered cadaver skin. Therefore, there was no patient involvement; there was no harm and no delay. No adverse events were reported as a result of this malfunction.

Event description:
No additional information received.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation product review of the skin graft mesher (B)(6) by dover on 20 may 2020 revealed that the gears and collars were replaced. The cutter 1:5 and 2:1 failed due to an incomplete cut. The pre-repair calibration was out of specification. The gear had visible wear and the bearing was sticking out of the left side plate. Product repair of the device was performed by dover on 20 may 2020 which included replacement of the following: gear, left side plate additional repair included the device being disassembled, cleaned, tested, and calibrated to specifications. The device, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.